Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead received two appropriate shocks for tachyarrhythmias, both of which successfully converted the patient's rhtyhm to a normal sinus rhythm. Interrogation of the clinical device exhibited a yellow screen warning that an out of range shock impedance was observed. Impedance measurements on this lead exhibited impedance of 28 ohms. All other measurements remain within normal limits. A guidant technical services (ts) consultant recommended delivering a maximum energy shock through the system to verify lead integrity. There have been no reported symptoms associated with this clinical observation.